Event description:
It was reported that the patient experienced abdominal pain with an inflatable penile prosthesis (ipp) leading to the device being removed and replaced with a tactra device. There were no device issues associated with the explanted device. No additional information was reported.